Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. .

Event description:
It was reported that a patient complains of pain with activity and the xrays reveal a loose of glenoid component. Subject ID: (B)(6).